Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were currently hospitalized due to diabetic ketoacidosis with high blood glucose level of 772 mg/dl. The customer was wearing the insulin pump at the time of admission. Troubleshooting was declined. The insulin pump will not be returned for analysis.